Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the internal carotid artery. The barewire of the emboshield nav6 embolic protection system (eps) was pre-loaded onto the filter. During use an unspecified piece of the device separated. The piece migrated to the internal carotid and the patient experienced a stroke. Treatment, if any was not specified. The separated piece was able to be removed from the patient; however, method of retrieval was not specified. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stroke is listed in the emboshield nav6 instructions for use, as a known potential adverse event associated with carotid stents and embolic protection systems. Based on the reported information, there is no indication that the reported material separation resulting in stroke and unexpected medical intervention is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, a definitive cause for the material separation could not be determined. Additional information from the abbott representative stated that the filter was still on the wire and did not come off. The tip of the barewire was intact and not separated from the wire. It is assumed that the step was also intact because the filter was still on the wire. There was also a tiny piece of metal in the bag that they are saying came off the filter. Without having the device returned for evaluation, it could not be determined if the tiny piece of metal observed was from the emboshield device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.